Event description:
The patient reported that in 2008, she changed her insulin cartridge and infusion set and noticed that at 1:30pm, her blood glucose was elevated to 372 mg/dl and she felt nauseous and was vomiting. Her normal blood glucose level is 80-140 mg/dl. She bolused 6 units of insulin. Shortly thereafter, she received a blockage alarm on her infusion device (competitor product). She changed the infusion site and tubing and she received a blockage alarm while attempting to prime. She removed the infusion site and was able to prime through the infusion tubing. She attached a new infusion site and primed without error. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be retuned for evaluation.